Event description:
It was reported that there was a return of pre-implant severe lower back pain. The patient¿s physician gave the patient some shots in his back which did not help. No falls, accidents, or traumas were reported. There was sharp pain where stimulation was felt. This pain was acute in location of the previous pain prior to implant. Relief only occurred when stimulation was on at a high level. In the morning, he could barely stand on the right side. He felt it was a nerve or a muscle. It came on pretty sudden. An MRI was being ordered to determine the cause of the pain. Additional information received on (B)(6) 2015 reported a loss of therapeutic effect. Not being trained adequately on using the device was noted. It was stated that it had been working great since being implanted; ¿it¿s been a lifesaver.¿ the severe pain was then further explained. It felt like a nerve or muscle issue because it was going horizontally around his back instead of the l4 and l5 area. This began a few weeks prior to this call in a minor way so he had to turn stimulation up. Normally it would be pretty low unless he was going to golf or sit for a long time. Lately he had been using it a lot more. About a month before the call he had to use it more because the pain was worse. He could not walk upright unless he was on oxycodone and he couldn¿t drive on that. No one would do the MRI so they did a cat scan instead. They didn¿t know how to put the device in MRI safe mode. The patient had an appointment with his healthcare provider (hcp) the day of this call. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention occurred, if the issue was resolved, if the patient was receiving effective therapy, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).